Event description:
Reported pump with an overinfusion during patient use. The clincian had disconnected the pump from the patient and then reconnected the pump on the patient. After turning the pump on, the pump displayed the questing previous rx yes or no? The clinician selected (yes) the pump began infusing the medication at a higher rate than intended. The medication was with a po medication. The patient went into a respiritory depression and was placed in the ICU department. The patient was reported as ok at the time the representative reported the event.